Event description:
Patient had two hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, (index values = 2.74 and 2.33), followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Ref report: mw5116804.